Event description:
The initial reporter stated they received discrepant results for five patient samples tested with iron gen.2 on a cobas integra 400 plus. The first sample resulted in an iron value of 0.5 umol/l when tested on the integra 400 plus. The sample resulted in an iron value of 2.2 umol/l when tested at another site on an unknown instrument. The second sample resulted in an iron value of 1.9 umol/l when tested on the integra 400 plus. The sample resulted in an iron value of 3.9 umol/l when tested at another site on an unknown instrument. The third sample resulted in an iron value of 2.1 umol/l when tested on the integra 400 plus. The sample resulted in an iron value of 7.0 umol/l when tested at another site on an unknown instrument on (B)(6) 2024. The fourth sample resulted in an iron value of 1.5 umol/l when tested on the integra 400 plus. The sample resulted in an iron value of 7.7 umol/l when tested at another site on an unknown instrument on (B)(6) 2024. The fifth sample initially resulted with an iron value of 1.6 umol/l when tested on the integra 400 plus on (B)(6) 2024. The customer repeated calibration and controls; these were acceptable. The primary tube of the sample was then repeated on the same analyzer, resulting in an iron value of 6.6 umol/l.

Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). Quality controls were acceptable on (B)(6) 2024. A review of qc data from (B)(6) 2024 showed that results for the first level of control were unstable, with some values outside of range. The investigation is ongoing.

Manufacturer narrative:
Quality controls were acceptable on the day of the event. The field service engineer decontaminated the instrument and cleaned the rinse stations and probes. Splash protection was carried out. The customer stated that the iron measurements have improved. The investigation could not identify a product problem. The cause of the event could not be determined.